Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital for unrelated to the device issues. Upon interrogation inappropriate therapy for svt was revealed. The patient did not experience any symptoms. Programming changes were made. The patient will continue to be followed normally.